Event description:
It was reported that the patient¿s healthcare provider (hcp) wanted to remove the pump due to the patient¿s complaints about the pump. The patient thought that the pump was malfunctioning but she actually had the flu. The hcp wanted to remove the pump but the patient wanted it replaced and wanted to continue using the therapy. It was reported that the patient was really sick from (B)(6) 2010 until (B)(6) 2011. She went to the hospital and was there for hours and was sent home. The patient got worse at home. An ambulance was called and they were getting ready to leave her home. The hospital called and said not to come because there was nothing they could do for her. The patient was sick for 30 days. The patient called the hospital and asked how long the flu lasted and was told it lasted 10 days. After the sickness wore off, she was itching from (B)(6) 2011 and went to see her healthcare provider (hcp). The patient was told she had ¿fleas¿. The patient ¿felt like crap¿. She kept itching and it was so bad that she wanted to die.

Manufacturer narrative:
Concomitant products: product ID 8575, lot# n064695, implanted: (B)(6) 2006, product type accessory; product ID 8709, lot# l81635, implanted: (B)(6) 2000, product type catheter. (B)(4).